Manufacturer narrative:
The customer has indicated that the device was discarded and will not be returned for evaluation. Therefore an engineering analysis of the subject device cannot be performed. Device discarded - not returned for evaluation. The event has not been confirmed. No product was returned for evaluation.

Event description:
It has been reported to us that during the procedure there was a dissection. There have been three attempts made for additional information. None have been provided.